Event description:
It was reported that the atrial lead dislodged. The lead was replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk implantable cardioverter defibrillator: (B)(6) 2010. (B)(4).